Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in the hospital for routine follow-up. Upon interrogation, it was noted that the left ventricular lead exhibited loss of capture. The patient was not dependent. An x-ray was conducted. The results were the lead had not dislodged. Programming changes were made. The patient was in stable condition.